Event description:
Customer was in the edge 2 elevated in I-level moving from the dining room to the kitchen. She hit a small bump and fell out of the chair breaking her leg.

Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated. The pre-load shock spring length was modified post final release by the end users husband. It is unknown if this unauthorized modification had any bearing on the alleged event.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be submitted.

Event description:
Alleges customer fell out of the chair during transfer injuring her leg.

Manufacturer narrative:
"The date of event" was provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be submitted.

Event description:
Customer was in the edge 2 elevated in ilevel moving from the dining room to the kitchen. She hit a small bump and fell out of the chair breaking her leg.

Manufacturer narrative:
An inspection of the product was conducted. The product was not in the same condition as it left manufacturing. There were modifications made to the device post distribution which impacted stability.

Event description:
Customer was in the edge 2 elevated in ilevel moving from the dining room to the kitchen. She hit a small bump and fell out of the chair breaking her leg.